Manufacturer narrative:
A ventilator is a device designed to move breathable air into and out of the lungs, to provide breathing for a patient who is physically unable to breathe, or breathing insufficiently. The ventilator tubing was disconnected and therefore meets the definition of a serious injury. The nurse was able to reconnect the tubing and the patients breathing restored without incident. The user facility had noted the bed malfunctioned, alarmed and self ran the head section up on (B)(6) 2018. The account continued use and the alleged incident with the patient occurred on (B)(6) 2018. Per the hill-rom progressa user manual: the service required indicator illuminates when the bed detects a malfunction. Contact the facility maintenance department for assistance. The hill-rom technician evaluated the bed and found the right head side rail cable was the issue. The technician replaced the cable to resolve the issue. The bed was in alarm status with the side rail control lights flashing, as intended, when the malfunctions occurred on both dates. Based on this information, no further action is required.

Event description:
Hill-rom received a user facility report from the mhra stating they were notified of a patients ventilator tube becoming disconnected when the head section of the bed self ran up. The bed was located in the ICU at the account. (B)(4).